Manufacturer narrative:
B3: unknown; no information has been provided to date. The suspected device was returned for evaluation. The device event log/alarm history was reviewed, and multiple n192 distal occlusion alarms were identified, confirming the reported issue. A review of the previous 12-month service history identified one similar complaint. Visual inspection was performed. Functional testing was performed, including a delivery accuracy test, during which the device alarmed with a distal occlusion, replicating the reported condition. The reported complaint was confirmed through both alarm history review and functional testing. Investigation determined the probable root cause to be a defective pressure detector and application (app) board. Following repair and calibration, the device passed performance verification testing.

Event description:
Based on the investigation, the reported distal occlusion issue involving a plum 360 infusion pump was identified during the delivery accuracy test. Patient involvement could not be determined; however, no patient harm was reported.